Event description:
It was reported that a er420 was used during a mastectomy. It was reported by the affiliate that all the clips scissored (did not cut the vessel). A new applier was used to complete the case. There was no consequence to the pt.